Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. A product return was requested for mmt-1885, and the customer response was the device will be returned.

Manufacturer narrative:
Unit powered on with open book image. Unable to perform self test or displacement test due to open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 was recorded on 07/13/2024 at 20:21:27.000 hour. Pump was cut open and found moisture damage on pcba1 and force sensor. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and scratched case. In summary, customer concern for open book image confirmed. Open book image due to pump error 35 triggered by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.